Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This event will be reported on 0002648920-2017-00668.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 00811400110, femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length, 63311640. Report source, foreign ¿ events occurred in the (B)(4).

Event description:
It was reported patient had a revision procedure four months post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available. No additional patient consequences were reported.